Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch lancing does not fully penetrate. The complaint was classified based on the customer care advocate (cca) documentation. The patient indicated that his blood glucose reading elevated to ¿33 mmol/l¿ (594 mg/dl) after he was unable to monitor his blood glucose for 3 days due to the reported issue. The patient reportedly developed symptoms of ¿confusion, thirsty, tired, agitated, and blurred vision.¿ he was able to take self treatment with insulin at the time of concern. This complaint is being reported because the patient had hyperglycemia after the lancing device issue began. The lfs device was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.